Manufacturer narrative:
Analysis of the pump found pump battery high resistance/lab failure. The pump was included in the potential battery performance population. The returned pump was interrogated and as per the logs saline 9 mg/ml was being administered. The pump was stopped due to off state (shut off for 536:34 h:m). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving preservative free normal saline via a "baclofen pump" for an unknown indication. It was unknown when the event/difficulty occurred. The pump was planned to be explanted on (B)(6) 2017. The patient¿s mom felt the patient was getting ¿sideport effects¿ from the baclofen so it was tapered off and the pump was filled with saline for over six months. The patient¿s mom was choosing to explant the device. It was unknown if the issue was resolved at the time of this report. The patient¿s weight was unknown and the patient¿s status at the time of this report was ¿alive-no injury.¿ additional information was received from the hcp gave further information on the patient symptoms previously noted on this report and the main symptom was hallucinations. Other medication changes were made by psych and pump dosing was reduced. The hallucinations got better. The device system was returned for analysis. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(4) 2017. It was indicated that at the time of the event, the type of baclofen in the pump was gablofen. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. If information is provided in the future, a supplemental report will be issued.